Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted it was slightly bent 37cm from the distal end. The ptfe coating was observed to be compressed and scraped 44cm from the proximal end. The torque device brass collet markings were seen on the device, which is indicative of the torque device having been dragged down the device. No other anomalies were noted. From the condition of the device, the torque device had not been securely tightened onto the device. As the direction for use specifically cautions that insufficient tightening of the torque device can lead to ptfe peeling, the cause is considered to be use/user related.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling on the proximal end. There was no clinical consequence to the patient.